Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0jcqu, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of symptoms yesterday but today it was working again. It was noted that the patient wanted to know if their microcurrent facial machine was interfering. The patient would monitor and call their health care provider (hcp).